Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon was removing the tibia 110 pin after joint was being closed, the pin snapped off and left about 1 inch of the threads of bone pin in the patients tibia. Surgeon took a look through x-ray and did not worry about fishing it out. Closed the pin holes up. He did ask if this has been an issue with these pins. I do not have the bone pin and I do not know the lot number of that pin since the staff pulls the disposables. Tka; delay: 5 minutes.

Manufacturer narrative:
Reported event: surgeon was removing the tibia 110 pin after joint was being closed, the pin snapped off and left about 1 inch of the threads of bone pin in the patients tibia. Surgeon took a look through x-ray and did not worry about fishing it out. Closed the pin holes up. He did ask if this has been an issue with these pins. Product evaluation and results: not performed as the product was not returned. Product history review: not performed as the device lot no was not provided. Complaint history review: not performed as the device lot no was not provided. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
Surgeon was removing the tibia 110 pin after joint was being closed, the pin snapped off and left about 1 inch of the threads of bone pin in the patients tibia. Surgeon took a look through x-ray and did not worry about fishing it out. Closed the pin holes up. He did ask if this has been an issue with these pins. I do not have the bone pin and I do not know the lot # of that pin since the staff pulls the disposables. Tka; delay: 5 minutes.